Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 12.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 18-aug-2024 twelve infusion set cannula were kinked and patient faces symptoms within 3 or more hours after insertion. The site of insertion is abdomen and infusion set are long for 4 hours. The blood glucose level is high, and patient is addressing issue due to correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.